Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the nurse that more than two months after the patient had PICC insertion, the treatment was completed and the catheter was removed. The tube removal was smooth until when slowly pulling out the catheter to the 1/3 position, suddenly breakage reportedly occurred and the broken part remained inside the body. The nurse fastened the upper arm with tourniquet and notified the doctor. After the x-ray located the position of catheter, following the doctor's order, an angiotomy was conducted and broken catheter part was removed from inside the body. The catheter has been removed. The patient was healed and discharged.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint was confirmed and the cause is use related. The product returned for evaluation was a 4fr s/l groshong catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The catheter break was located between the 37cm and 38cm depth markings, and the observed damage which is characteristic of this failure type included: circumferentially oriented complete catheter break, rounded fracture edges, impressions from material buckling near the fracture site, overall elliptical shape to the fracture cross-section, and polished features due to material wear. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.